Manufacturer narrative:
Product analysis results are: the pre-implant films, pre-implant anatomy information, films during the index procedure, and additional post implant films were not provided. The exact cause of the right common iliac artery expansion could not be determined from the single image provided. This may be due to patient anatomy, disease progression. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 61 mm in diameter abdominal aortic aneurysm. The right common iliac artery measured between 22 mm and 23 mm in diameter. A 28 mm device was implanted in the right common iliac artery. It was reported that a CT, performed approximately three years and two months post index procedure, revealed that the right common iliac artery had expanded to 27 mm in diameter. Per the physician, no endoleak was confirmed and the cause of the expansion was unknown. A 16x10x124 endurant stent graft was implanted between the right common iliac artery and the external iliac artery. A 16/10/124 endurant stent graft was implanted between the right common iliac artery and the external iliac artery. The event reportedly resolved. No additional sequelae were reported and the patient is fine. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.